Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/3/2020. H.6. Investigation: three photos and two samples were received by our quality team for evaluation. From the photos, foreign matter was observed inside the packaging. From the samples, the team observed jagged holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 10ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance.

Event description:
It was reported that dust was found in 200 unopened syringe 10ml ll 21x1in tw india packets. The following information was provided by the initial reporter: "distributor found dust particles in unopened packet of syringes."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dust was found in 200 unopened syringe 10ml ll 21x1in tw india packets. The following information was provided by the initial reporter: "distributor found dust particles in unopened packet of syringes."